Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
This correction is being filed to reduce the summary total from 2 to 1. A new individual report 1060818-2023-09367 is the new report being filed.

Event description:
Implant failed to osseointegrate.